Event description:
It was reported that the procedure was to treat the iliac artery with mild calcification, mild tortuosity and 90% stenosis. The 8x100 mm absolute pro self expanding stent system (sess) was advanced to the lesion and deployment was initiated. After releasing a portion of the stent, the wheel was turned but the stent could not be released. The handle was removed however the stent would not release. Therefore the device was removed and a new same size absolute pro sess was used to complete the procedure. There were no adverse patient effects and there was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a specific issue. Based on the information provided, a definitive cause for the reported issue could not be determined. In this case, based on the reported information, it may be possible that anatomical conditions induced a constriction in the shaft sheath during the insertion process or during the activation, causing resistance with the thumbwheel, partial deployment and the inability to release the stent from the delivery system. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.